Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms. Blood glucose value was 128 mg/dl. The customer stated that he had gone through almost a full box of infusion sets in about 3 days. The customer stated that he noticed that the tubing connector has a bend when he opens the set. The customer was unable to troubleshoot. The product will not be returned for analysis.